Event description:
Complainant alleged that during an in-service training by a zoll medical representative, the device displayed a "unit failed" message and a red "x" indicator. Complainant indicated that there was no pt involvement in the reported malfunction.